Event description:
Following 2-level implantation of pcm prostheses at the c4-c6 spine levels on (B)(6) 2013, the inferior plate of the superior prosthesis (c4-c5 level) was noted to have migrated anteriorly. Revision surgery was reported as probable, but has not been confirmed. No injury has been reported.

Manufacturer narrative:
(B)(4). The device has not been returned and evaluation is incomplete at this time. No root cause has been identified. Radiograph confirmed the reported event; additionally, the surgery involved placement of two prostheses. Labeling review: "indications for use: the pcm cervical disc is indicated for use in skeletally mature patients for reconstruction of a degenerated cervical disc at one level from c3-c4 to c6-c7 following single-level discectomy..." "Risks associated with implants in the spine, including the pcm cervical disc device, are: early or late loosening of the components; disassembly; bending or breakage of any or all of the components; implant migration; malpositioning of the implant; loss of purchase; sizing issues with components;..."